Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02891- device 3 of 8 e1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set fell off within 7 days of use. No further information was available